Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that during preparation and prior to implant, the automated impella controller device for the impella cp displayed a red alarm for battery failure. The battery level displayed 0, despite being charged or hours. There was no patient harm reported.

Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show that when automated impella controller (aic) (B)(6) was started on 2023-03-21. It crashed and upon restart it presented with battery failure alarm (#360) and unexpected controller shutdown alarm (#603). The battery alarm remained unresolved after aic power-cycle. The console log also shows that the last time this console was used prior to the day of event, was 2022-05-09. Power and battery information embedded in long tem log data shows batteries fully charged on (B)(6) 2022, and fully depleted (internally shut down due to low voltage of all cells) on (B)(6) 2023. It is most likely that batteries were depleted due to aic not plugged into wall ac while in storage for 11 months. The cause of the aic issue was a depleted battery. This report is being filed as part of a retrospective review of historical records.